Event description:
The resolution clip device was used during the esophagogastroduodenoscopy (egd) of the stomach. When deploying the clip inside the patient, the clip would not close properly. One side appeared to have bend. The physician attempted to deploy another clip. The same event occurred for the another clip also. The clips came off inside the patient. The procedure was completed with the third clip. It is reported that the patient has multi comorbities. The patient's condition was reported to be fine. Refer to associated manufacturer report # 3005099803-2008-06098 for a description of the other event.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.